Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation) measuring approximately 12mm in size. It was reported that the patient underwent onyx embolization treatment on (B)(6) 2013 involving two vials of onyx 18. The first onyx 18 was placed on the onyx shaker for 32 minutes and .03ml was injected into the patient; however, there was a poor image on the display. The second onyx 18 was shaken for approximately 56 minutes and then the same amount was injected into the patient displaying the same poor image on the display. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00600.